Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call of high blood glucose of 437 mg/dl. Customer indicated that there were air bubbles in the reservoir and may have caused the high blood glucose. Customer indicated that the reservoir was changed. Customer declined high blood glucose troubleshooting and indicated that they would call back to troubleshoot the air bubbles. No further details provided.